Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI)- (B)(4) device history record (DHR)- lot cmnbh7, conformed to the specifications when released to stock on the 28th november 2011. Failure analysis- the valve was visually inspected; needle holes in the needle chamber were noted. The valve failed the test for programming however passed the test for occlusion, reflux, and pressure. The valve was leak tested and it only leaked from the needle holes in the needle chamber. Biological debris was found on the spring, on the ruby ball, on the cam mechanism and on the base plate. The magnets failed. The root cause for the programming issue reported by the customer was due to biological debris found on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate. The root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported it was not possible to change the valve setting and it was replaced to another hakim valve. The valve was implanted about 10 years ago via v-p shunt and the initial setting is unknown.